Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was pt reported their controller "just quit" and is blank and unresponsive since this morning. The pt then started talking about "parts" being replaced for about a year and has never been working correctly since; pt stated they are charging every day and takes an hour to get from 80- 100%. Pt mentioned when they were first implanted, after 2-3 days they would be down to 30% charge. The patient was talking very fast and was hard to understand at times. Agent had pt reset controller and plug into ac power supply with no battery pack; the screen did appear and green light was solid when battery pack was reinserted. The pt inspected for damage and saw no damage to controller port or the recharger. Agent reviewed best practices for paddle placement and pt initiated charge session and saw controller at 100% and implant 90% recharging excellent. Agent asked if pt charges implant with stim on - pt stated yes. Agent recommend to charge implant with stimulation off. Pt then stated that lately they "haven't done anything" and controller w ill say stimulation is off. Agent reviewed stim on/off button and that stim will be off when implant is low or at 0%. Agent asked about falls/trauma and pt stated no falls that would have affected the implant. The pt noted they are satisfied with the implant and pt does get relief. The issue was not resolved. The patient was redirected to their healthcare provider to further address stimulation off and recharging time issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.